Event description:
On 6/8/1999, a letter was received from the pt's legal counsel that an adverse event occurred on 8/8/1997 at hosp. The letter stated that the pt's illiac vein was severed, requiring 3 days of hospitalization. The letter also stated an applied medical surgical trocar, model number c0701, was reportedly used.